Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had a burning smell coming from it and caused the monitor to lose power. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The remote monitor was returned and disposed at contract manufacturer before analysis. Analysis will not be conducted; however, an I nvestigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and disposed.